Event description:
Procedure type: c-section. According to the reporter: after suturing the uterine wall, they tried to detach the needle from the suture. However, the needle broke and its tip went missing. It was confirmed by x-ray that nothing was left in the cavity and the incision was closed. There was no bleeding, no tissue damage. Nothing fell into the pt's cavity. It is unk how much operative time was extended by. No other pt info is available.

Manufacturer narrative:
(B)(4).